Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, after the rotawire reached the lesion, ablation was performed with the rotalink plus. However, when the rotalink plus was attempted to be removed from the patient, it was noted that the device pulled back with the rotawire. Furthermore, the physician attempted to carefully remove the rotalink without the rotawire being pulled back; however, it was pulled together. Thus, the physician removed the rotalink plus and the rotawire as a unit. The procedure was completed with a new rotalink and a new rotawire. No patient complications were reported. Device evaluated by MFR.: returned product consisted of a rotablator rotalink plus device. The burr catheter was received attached to the advancer unit. The rotawire used in the procedure was not returned. The coil, sheath, handshake connections, burr, and annulus were microscopically and visually examined. The coil is stretched. A test .009 rotawire was inserted through the burr and advanced through the entire length of the device with no resistance. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported event

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the burr became stuck on the rotawire. The severely calcified target lesion was located in the coronary artery. A 1.50mm rotalink plus and a rotawire were selected for use. During the procedure, after the rotawire reached the lesion, ablation was performed with the rotalink plus. However, when the rotalink plus was attempted to be removed from the patient, it was noted that the device pulled back with the rotawire. Furthermore, the physician attempted to carefully remove the rotalink without the rotawire being pulled back; however, it was pulled together. Thus, the physician removed the rotalink plus and the rotawire as a unit. The procedure was completed with a new rotalink and a new rotawire. No patient complications were reported.